Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. A partial lead with the connector pin measuring 24.0cm was returned for analysis. External insulation abrasion was noted at 18.7-18.9cm and 20.7-21.2cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location.

Event description:
This report is to advise of an event observed during analysis.